Event description:
On (B)(6) 2011, pt reported the down arrow button on her infusion device closest to the insulin cartridge is not responding to presses. Pt stated the button does pop back up when it is pressed. Pt reported she began facing this concern in june, or approx 6 months ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.